Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and resistance tested using a multimeter. Results: no physical damage was noted to the returned breathing circuit. The resistance test result of the expiratory heater wire was within specification; however, the heater wire in the inspiratory limb was found to be open circuit. Continuity testing revealed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 121211. Conclusion: heater wire open circuit can be associated with insufficient connection of the heater wire and the heater wire pin during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit after the subject rt340 was released for distribution. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 'heater-wire disconnect' alarm sounded on the mr850 respiratory humidifier when an rt340 adult dual-heated evaqua breathing circuit was connected. The alarm stopped when the subject rt340 was replaced with a new unit.